Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms. It was noted the patient was in persistent atrial fibrillation (af). The patient was brought in to the clinic and the ra impedance measurements were within normal range. The device was reprogrammed to vvir due to the patient's af. No adverse patient effects were reported. The lead remains in service.